Event description:
It was reported that during an unknown procedure, the covering material of the curved tapered tip fell partly off. It was not reported how the procedure was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
Date sent: 11/21/2008. Eval summary - the analysis results found that the device was returned with the tissue pad melted and partially detached. Based on the condition of the tissue pad, it appears possible that the clamp of the device may have been closed and the instrument activated without tissue present. A possible cause for this damge is activation of the instrument without tissue present. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Both conditions may cause a system failure signaled by a continous beep when either of the foot pedals is depressed. Keep the clamp arm open when backcutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.